Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficult to remove (anatomy) and retraction problem (dc handle ¿ retraction) appear to be due to procedural conditions. There is no indication of product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty removing the cds. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve however the leaflets were unable to be grasped. The grippers were raised and the clip opened to 120 degrees when it was noted the anterior mitral leaflet (aml) was stuck to the underside of the gripper. The cds was unable to be removed therefore it was advanced a little bit to the ventricle and then towards the aml. It was noticed that the cds was not able to be pulled back to the tip ring (sleeve shortening could not be removed). This limited height above the valve and the cds could not be pulled back all the way. When moving anterior, it was realized the cds was stuck to the chord under the aml and also possibly stuck on the papillary muscle. The cds was slowly and gently moved posterior and then anterior and became unstuck. The clip was moved centrally and went a little more ventricular and then inverted and advanced to the left atrium (la). No damage appeared to be done to the valve after careful inspection. The clip was able to be deployed without further issue, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.